Event description:
There was no device failure or malfuncation reported. The pt was undergoing a mitral valve replacement procedure. The endocoronary sinus catheter was placed without difficulty. The endopulmonary vent catheter assembly was inserted through an introducer in the right internal jugular vein. The catheter was advanced using both pressure tracings and transesophageal echocardiography for guidance. The anesthesiologist had some difficulty in advancing the tip of the catheter into the right vertricular outflow tract. He withdrew and advanced the catheter numerous times, and on one occasion attempted to advance the catheter without inflating the balloon on the flow directed balloon catheter. After placement of the neck lines, the surgeon opened the pericardium and noted blood in the pericardial space. He performed an interior hemisterrotomy and found a small tear in the interior aspect of the right ventricle. He repaired the tear with 2 sutures and completed the mitral valve replacement. The pt recovered fully.